Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported after entering the eye and engaging the nucleus (first burst of ultrasound) , a small circular scroll of metal came out of the tip during a cataract procedure. He engaged the aspiration and the piece exited the eye. No trauma to the eye was observed. The phaco needle performed normally and did not need to be swapped. The product sample was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No balanced phaco tip was returned for evaluation for the report of metal coming from the tip; therefore, the condition of the product could not be verified. No particle was provided with the complaint. Two photos were provided. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The two photos provided by the customer were reviewed. Photo 1 shows a piece of dark piece of foreign material. The material could not be determined. Photo 2 shows a dark circle piece of foreign material. The material could not be determined. Because a phaco tip sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The two photos provided do conform the customer did encounter particles during the use of the tip. The identity of the particles and the source of the particles cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing facility because the particle composition and source of the foreign material cannot be determined from this evaluation. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).